Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during cleaning and inspection, the shim was found to have some chips around the edges. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: complaint sample was evaluated and the reported event was confirmed. The device was returned and tech evaluation exhibits signs of repeated use like nicks and gouges and is chipped. DHR was reviewed and no discrepancies were found. Per the packaging insert associated with the device, " damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.